Event description:
Clinical study, (B)(4). A perigee graft was implanted on (B)(6) 2010, due to recurring cystocele. On (B)(6) 2010, this pt had a f/u visit. During examination, granulated tissue was found in the area around the center of the perigee incision. The affected tissue was cauterized with silver nitrate. This event is continuing.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.